Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130(this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement) and pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and the customer was able to clear the error and complete the rewind process but the pump did not pass displacement test. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No pump error 38 or pump error 130 alarms noted during test. However, verified in the pump history download the pump alarmed pump error 38 two times between (B)(6) 2024 17:19:00.000 to (B)(6) 2024 14:12:00.000 and pump alarmed pump error 130 on (B)(6) 2024 19:49:08.000 due to corroded motor home switch. No moisture damage noted to the pcb1 board or pcb2 board during visual inspection. The following were noted during visual inspection: corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, missing serial number label. The p-cap/reservoir does lock properly. No pump error 38 or pump error 130 alarms noted during test. However, the pump history download confirmed the pump alarmed pump error 38 and pump error 130 due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.